Event description:
Patient's father contacted dexcom via email on (B)(6) 2015 to report an infection that occurred on (B)(6) 2014. Patient's father stated that after removing the sensor pod from the patient, there was a large, zit-like bump at the site of sensor insertion. Patient's father further reported that the patient was experiencing high blood glucose levels that coincided with the infection. On (B)(6) 2014, the patient's parents took him to the hospital, where he stayed for a period of 24 hours. While at the hospital, a doctor removed the bump and pus which was secreting from the affected site. The patient was administered an injectable antibiotic and given antibiotic ointment. At the time of contact, the patient's father did not report any further medical intervention and the patient was doing well.

Manufacturer narrative:
(B)(4).